Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, both instruments jammed. The surgeon switched to a 10 mm clip applier to complete the procedure. The hosp has reported no pt injury occurred.